Event description:
IV pump beeping shortly after infusing starting. When assessing the source of the alarm the chamber alert read "air in line". Examination of line revealed a great deal of air in the line past the chamber and close to patient. The line was clamped and disconnected from patient. Air was removed and line /pump worked without incident.